Manufacturer narrative:
The manufacturer received information from the customer alleging after turning on the bipap a40 device, when it had stopped working and an alarm was generated on the device. The customer replaced the device with another device. There was no harm or injury reported. The bipap a40 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was observed error codes for the ventilator inoperative and unable to write to event log were found in the device's error log. The philips service technician evaluated and found the system main printed circuit assembly (pca) board had caused the errors to occurred on the device. The philips service technician replaced the device's system main pca board to address the issue on this device. Additional findings not related to the malfunction/issue was scratches on the user interface (ui) panel. The philips service technician replaced the device's ui panel to address this issue.

Event description:
The manufacturer received information from the customer alleging after turning on the bipap a40 device, when it had stopped working and an alarm was generated on the device. The customer replaced the device with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.